Event description:
It was reported that this right ventricular (rv) lead was kind of dislodged. Upon further review it was noted that the patient had ablation and low amplitude and undersensing was observed. The patient was presented in the emergency room (ER) for shock therapy. Premature ventricular contraction (pvc) was observed subsequent sensing of ventricular tachycardia (vt) was appropriate after anti-tachycardia pacing (atp) was delivered. The shock converted the vt. The patient was going to seen for vt ablation and new rv lead. This lead currently remains in service. No adverse patient effects were reported.